Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant loosening.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient had over six months of si joint pain relief before complaining of a recurrence of pain symptoms. The surgeon determined that the implants may have been loose based on perceived lucency on CT images. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the caudal positioned implant and replaced it with an implant of the same type. He then placed two additional implants of the same type to help fixate the si joint. No other preexisting implants were adjusted or removed. The patient's pain complaints resolved following the revision procedure.